Manufacturer narrative:
There is no add'l info. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported unspecified erratic results involving unicel dxi 800 access immunoassay system. The customer stated the peristaltic pump did not function. It is unk if the erratic results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with his event.